Manufacturer narrative:
Pr (B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Hair was noted in the product.

Event description:
Hair was noted in the product.

Manufacturer narrative:
A photo was provided by the customer for evaluation. Visual examination of the photo shows the applicator with a hair inside of the package. As a result, the failure mode could be verified. The hair originates from the operators. The process has steps that require intervention from operators, and this may result in hair on the product. The procedures / process includes preventive measures for hair failing in product such as: lab coat, hair net, gloves, safety glasses, and head covers, however if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. Production record review for lot 8344787 was completed and no non-conformances were noted during the manufacturing of this lot. Records indicate that the reviewed batch record passed all the in-process inspections. No previous complaint from the same product code and lot related to complaint code "foreign matter-hair" have been received from august 2018 to august 2020. No adverse trend observed, defect is within control limits. Corrective action was opened to address issues related to complaints related to fm-hair, based on manufacturing date recorded for lot 8344787, this defect was produced on dec 13 2018. Corrective action were implemented on dec 2019, this lot was manufactured prior to the implementation. A head band was added to gowning requirements for manufacturing areas to prevent hair falling outside the head cover and hairnet. No further actions will be taken at this time. No adverse trend observed. This failure mode will continue to be tracked and trended. H3 other text : see narrative below